Event description:
The customer was hospitalized for low bgs. It was stated that the customer's bg was high in the morning and then became low. The paramedics were called out. The customer does not know what caused the high and low bgs. It was indicated that the pump had an hour off. Assisted the customer with changing the time. The customer informed that their bgs are constantly high in the morning, and then became normal or low later in the day. Advised the customer to not only treat low bgs but also to disconnect from the pump until bgs are normal. Low bgs were treated. The customer stated that the hosp staff did not attribute the high or low bgs to the pump.